Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. The pump was monitored for 24 hours, and no blank display or battery out limit alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolated tape damage was noted on the lcd board. No display anomaly was noted. The pump was received without a battery cap. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a scratched reservoir tube window, a cracked reservoir tube and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is also cracked at the upper right of the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.